Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The scsi pcb assembly for the zip drive was evaluated and found to require replacement. This particular component is no longer available for replacement. The scsi pcb assembly and zip drive were removed from the system as there were no longer needed. The system was tested and found to be working as intended and returned to service.